Event description:
It was reported that the 9600 system would not fluoro or show images. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A f/u report will be filed when additional details become available.